Event description:
Additional information: it was confirmed that there was no patient present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000531, serial/lot #: rev. 6 : s/n n/a, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The gantry cooling fan was replaced. It was noted that the shadow appears to be x-ray noise from reference frame and possibly some patient movement. The rep was unable to produce any shadow effect. The returned fan was analyzed. Visual inspection showed broken/missing fan blade on the fan assembly. The assembly was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that there was grinding noise during a spin. The site also noted there was slight shadow on the lines on image. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that no steps were performed to troubleshoot the image at the time the issue occurred. The local representative (fse) believed the surgeon was able to successfully use the image, and was unable to reproduce the issue. There has been no known recurrence of the effect since.